Event description:
It was reported to boston scientific corporation that an advantage transvaginal mid-urethral sling system was implanted into the patient on (B)(6) 2009. According to the complainant, the patient experienced pain, dyspareunia and additional procedure/surgery to remove the right arm of the sling. All other information, including the patient's current condition, is unknown and reportedly unavailable.

Manufacturer narrative:
The reported lot number 850200 could not be matched to the reported device. Therefore, the lot expiration and device manufacture dates are unknown at this time.